Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin. Reportedly, the customer's blood glucose level ranged from 300-400 (mg/dl), which was addressed with a correction bolus. Troubleshooting with tandem technical support showed that the fill estimate was accurate based on insulin gauge calculations. The customer understood and will continue to monitor system performance.